Manufacturer narrative:
Concomitant medical products: product ID: 5568-53 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Reprogramming was done and sensitivity was decreased. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.